Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient infusion set's tubing broke off the site (insertion piece) while the patient was getting ready for bed nothing unusual. The site location was patient's right side of abdomen and the pump was in left side of the pocket. The infusion set had been used for the first day. The infusion set had been stored in boxes in patient's bathroom closet and not exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 17-feb-2022: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigation) of returned used device (1 tubing), the tubing was not properly assembled to the connector and was detached. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(6). Event occurred in the united states. On 27-oct-2021, it was reported that the patient infusion set's tubing broke off the site (insertion piece) while the patient was getting ready for bed nothing unusual. The site location was patient's right side of abdomen and the pump was in left side of the pocket. The infusion set had been used for the first day. The infusion set had been stored in boxes in patient's bathroom closet and not exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.